Event description:
Patient reported that the one touch profile meter would keep giving the insert strip message. This issue was not resolved with troubleshooting. No adverse event or serious injury reported.